Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. The patient reported that when he would go near a microwave, metal detector, etcetera, he would feel a shocking at the ins site. The caller reported that the ins had been at eos (end of service) and had not worked for an extended period of time. The patient was to follow up with his healthcare professional. Additional information received from the rep indicated that the shocking had happened over the years and not very often. It was also noted that no troubleshooting activities had been performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.